Event description:
Additional information, as reported to coloplast though not verified, indicated fevers, bloody stools, blood noted in toilet with no stool, swelling around incision and rlq, abnormal air/fluid in pelvis, retained feces in abdomen/pelvis, lower abdominal pain, infection, laceration of rectum, pelvic abscess, para metritis, pelvic cellulitis, pelvic fluid/gas collection, left hemi pelvic abscess/colon perforation, fluid collection posterior ro urinary bladder, acute vaginitis, uti, abdominal pressure, vaginal discharge, mesh exposure, vaginal cuff dehiscence, mesh erosion, anterior rectal injury, mild post-operative ileus, bleeding, vomiting, small bowel obstruction, nausea, no ostomy output, fascial dehiscence, pelvic adhesions, internal hernia with closed looped bowel obstruction, tubular adenoma polyp. Fevers up to 103°f of unknown etiology, claimant stated concern for bloody stools, blood noted in toilet with no stool, persistent fever at home up to 102°f, (B)(6) 2017: re-admitted for fevers and lower abdominal pain. Diagnosed with infection following restorelle y procedure due to accidental puncture/laceration of the rectum resulting in cutaneous pelvic abscess, parametritis, and pelvic cellulitis. Abdomen/pelvis CT - deep pelvic fluid/gas collection that measured 5.3 x 2.6 cm, left hemipelvic abscess identified that measured 6.8 x 3.4 cm consistent with colon perforation, interventional radiology CT findings: fluid collection located posterior to the urinary bladder, left hemipelvic abscess increased and measured 6.8 x 6.6 cm. (B)(6) 2017 - ed visit for persistent vaginal discharge x2 weeks, bacterial vaginosis. (B)(6) 2017 - claimant stated she was having abdominal pain/pressure and green vaginal discharge from the restorelle y, also admitted that she placed a vaginal tampon and had been sitting in bath water with peroxide. (B)(6) 2017 - restorelle y exposure and vaginal cuff dehiscence due to claimant inserting tampons in vagina and washing vagina with peroxide post hysterectomy/sacrocolpoplexy. (B)(6) 2017 - light vaginal discharge/odor, claimant stated a couple stiches fell out of vagina, hgb 8.2 secondary to chronic blood loss from a defect in the anterior/apical vagina due to exposure of restorelle y, acute vaginitis. (B)(6) 2017 - intraoperative findings: mesh had eroded and injured the anterior rectum > 3 cm restorelle y exposure in anterior/apical vaginal wall, > 2 cm restorelle y erosion of posterior arm into anterior rectal wall with entire anterior arm fused broadly to right broad ligament, erosion of restorelle y into vagina and rectum with full-thickness rectal injury (B)(6) 2017 - mild post-operative ileus, abdominal incision staples were removed prior to discharge (5 days early) as the claimant lived > 3 hours away, vomiting, abdomen/pelvis CT - small bowel obstruction. (B)(6) 2017 - re-admitted for persistent nausea, emesis, abdominal pain, and no ostomy output (B)(6) 2017 - intraoperative findings: fascial dehiscence, multiple pelvic adhesions at level of hartmann pouch and vagina, dense adhesions and internal hernia caused the closed loop bowel obstruction. (B)(6) 2018 - tubular adenoma polyp in transverse colon . Revision date of (B)(6) 2017, and removal date (B)(6) 2017

Manufacturer narrative:
This follow up MDR is created to document the additional event information received, and additional patient/method h6 codes, and correct the original aware date reported (g4). Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
Additional information received further reported that the patient underwent a bilateral urethral stent placement on (B)(6) 2013. On (B)(6) 2018 the patient was very happy with complete resolution of symptoms.

Manufacturer narrative:
This follow-up MDR is created to document the corrected date of explant and device information, and additional date of birth. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, non-conformances and capas revealed no trends for this lot. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
Additional information, reported to coloplast though not verified, indicated pain, infection, retention, and bleeding were also reported. The device was removed.

Manufacturer narrative:
This MDR is created as a follow-up to record (B)(4), initially reported on product code oto asr exemption # e2014015 for february-march 2019. This MDR is to reflect the additional/corrected information to be added to the intial asr report (product information). A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
This MDR is cr/eated as a follow-up to record (B)(4), initially reported on product code oto asr exemp/ion # e2014015 for february-march 2019. This MDR is to reflect the additional information to be added to the intial asr report.